Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 7, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in the week prior to contacting lifescan. The patient reported obtaining a blood glucose reading ¿40 points higher¿ on the subject meter, compared to a doctor¿s meter. The exact readings were not available. Lifescan cannot determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported exercising in response to the reported high readings. The patient reported developing symptoms of ¿sugar dropped, weak and shaky¿ five to ten minutes later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.